Event description:
It was reported that during a meniscus repair surgery, when t1 implant was deployed, the t2 implant fell off. T1 was removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment shows no ts or suture remain on the delivery needle but were returned. Or were returned for examination. The actuator is in its t2 pre-deployment position confirming a trigger advancement and deployment of t1. The distal end of the depth limiter is crimped. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The condition of the device is consistent with over penetration during deployment of t1 which resulted in t2 being stripped off the needle prematurely. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.